Event description:
The facility reported an infusion pump that was not running asnd stated the following: "during initial patient assessment noted IV pump not running. Had been running during transport. Pump was plugged into wall but would not turn on. No alarms before hand. IV clotted. Patient required new IV start. Pump checked out by clinical engineering. Pump checked out by clinical engineering. Pump would not restart or power up. Replaced pump head mechanics and tested. Returned to service". Attempts have been made to obtained information regarding patient injury, medication involved, IV set and bag product codes and lot numbers and additional contact information but none was provided.